Manufacturer narrative:
Results: the proximal constraint sphere was intact and the stretch resistant (sr) wire was not fractured. The embolization coil had several offset coil windings along its length. The maximum outer diameter (od) was measured and found to be within product specification. The ruby coil was unintentionally detached and, therefore, was unable to be functionally tested. Conclusions: evaluation of the returned device revealed that the embolization coil was damaged in multiple locations along its length. This damage is likely a result of repeated manipulation of the embolization coil against resistance. The proximal constraint sphere was intact on the proximal end of the embolization coil and the sr wire was not fractured. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. In addition, the pusher assembly was not returned for evaluation, and therefore, the root cause could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was advancing a ruby coil through another manufacturer's microcatheter, the coil unintentionally detached inside the microcatheter. Therefore, the ruby coil was removed and the procedure was completed using five new ruby coils. There was no report of an adverse effect to the patient.